Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous distal left circumflex artery. A 2.5x12mm apex balloon was advanced for treatment but the balloon ruptured on the 2nd inflation at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous distal left circumflex artery. A 2.5x12mm apex balloon was advanced for treatment but the balloon ruptured on the 2nd inflation at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: during an attempt to inflate the balloon, a pinhole leak was noted. The leak was present over the distal edge of the distal markerband. A detailed examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).